Event description:
It was reported by service report that the go bed wheels were splitting. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: wheels were delaminating from casters. Repair parts ordered and sent to customer for installation.